Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic appendectomy procedure, upon resecting the appendix, the device was unable to be fired and handle could not be squeezed. A new reload was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.